Event description:
The following additional information was received through an expert medical consultation with the surgeon. Per report, the discussion included treatment options (medication), and waiting for the "outflow system to open up". Also discussed were surgical techniques to prevent anterior chamber (ac) decompression and postop medications.

Manufacturer narrative:
MFR# (B)(4).

Event description:
The following was reported through an expert medical consultation with the surgeon. Reportedly, following a left eye (os) cataract surgery plus the implant of two (2) of three (3) stents from a trabecular microbypass stent system, the patient presented with postoperative intraocular pressure (iop) spikes lasting over one (1) week, possibly due to retained viscoelastic. The patient was treated with medication and the iop is being monitored. Through follow-up, the surgeon reported an uneventful left eye (os) cataract surgery followed by stent implantation, and reiterated that the elevated intraocular pressure (iop) was due to retained viscoelastic and a possible distal clot. The patient was treated with medication, and the surgeon is monitoring the iop. The patient status was described as event resolved with sequelae, and the patient will continue to be monitored for iop control.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified, however the report noted that retained viscoelastic contributed to the iop increase. MFR# reference: (B)(4).